Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, measuring greater than 129 ohms. The device exhibited beeping tones. Upon review, there was a gradual rise in the impedance measurements. There was no noise noted. Technical services (ts) suspected to be calcification issue. The plan was to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.